Manufacturer narrative:
The device has been received at the MFR for investigation. An eval was conducted and the complaint was not confirmed. According to the investigation details, the trigger shaft and safety bar were damaged and needed to be replaced. These were replaced in addition to other components. The device was repaired and returned to the MFR.

Event description:
It was reported by the customer that the trigger was sticking during testing. There was no pt involvement and no adverse consequences.